Manufacturer narrative:
Citation: lee sy, choi kh, park tk, et al. Impact of atrial fibrillation on patients undergoing transcatheter aortic valve implantation (tavi): the k-tavi registry. Yonsei med j. 2023;64(7):413-422. Doi:10.3349/ymj.2022.0649. Earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021) and evolut r (product code npt, PMA# p130021). Earliest a pproved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of atrial fibrillation on korean patients undergoing transcatheter aortic valve implantation (tavi). Medtronic (corevalve/evolut r = 276) and non-medtronic (various = 384) valve types were implanted in the study population of 660 patients. Within one year of tavi, the authors observed a cumulative total of 66 deaths. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Additional outcomes listed in the article consisted of stroke (ischemic or hemorrhagic), bleeding, paravalvular leak (moderate or severe), new-onset atrial fibrillation, and permanent pacemaker implantation. No further adverse outcomes were noted.